Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unit had cracked reservoir tube lip and a missing end capsticker. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.